Event description:
Reporter alleged finding family member in a sweat and unresponsive at around 4:15 pm after a blood glucose monitoring device generated a result of around 103 mg/dl at around 2 somethng pm. Reporter stated calling emergency medical technicians (emt's) and tried to test with the device; however, received an error after dosing the test strip. Reporter stated emt's glucose device result was 15 mg/dl and emt's started a glucose IV. Reporter stated being unsure of the treatment the family member received at the hospital. Reporter started no controls were used. A request was made for the return of the suspect device and replacement product was sent.